Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the they experienced high blood glucose . The customer blood glucose level was 408 mg/dl at the time of incident. Customer stated that the insulin pump was not under delivering the insulin. The customer did not provide any information regarding symptoms and treatment of their high blood glucose. Customer stated that the they ate the food and they having little bit high blood glucose. Customer declined the troubleshooting. The insulin pump will not be returned for analysis.